Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer also reported that they were unable to remove the battery cap. The customer's blood glucose was around 600 mg/dl at the time of incident. The customer's blood glucose was 290 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injections. The customer stated that the drive support cap appeared normal. The customer stated that they did not find setting issues. The customer declined to check for air bubbles, leaks and site and insulin issues. The customer stated that there were battery out limit alarm and no delivery alarm in the alarm history. The customer stated that the battery were out greater than duration allowed by the insulin pump when the battery out limit alarm occurred. The insulin pump will not be returned for analysis.